Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old caucasian female patient underwent primary breast augmentation with two 255cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On june 9, 2023, mentor received additional information indicating that the patient also suffered bilateral breast deformities. In addition, the patient's implants were replaced bilaterally with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504004bc, lot: 9736443 & sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc, lot: 9876361 & sn: (B)(6). On june 21, 2023, the mentor failure analysis lab received the device for evaluation. On june 28, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mod classic gel, 255cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. This medwatch form is for the left breast prosthesis. Deformity on the right breast will be reported under mrn: 1645337-2023-07727.

Manufacturer narrative:
On august 9, 2023, mentor received additional information indicating that the patient was also diagnosed with localized swelling, mass and lump, left upper limb, and epidermal cyst.

Manufacturer narrative:
On august 21, 2023, the product investigation was summary was updated with the following statement: swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet.